Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The clip and rod that unlocks and locks the handle in place fell off the hand piece while making cuts. The small rod fell and was found on the leg holder. Surgeon tried to reassemble clip intraoperatively but was unable to do so and could not adjust the handle on the hand piece for the rest of the case. Case type: tka. Surgical delay: 5 minutes.

Manufacturer narrative:
Reported event: it was reported that the mics was not connecting to the system and would not run/pass the status check. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Product history review: device history records indicate 20 devices were manufactured under lot k059b and all were accepted into final stock on 08/03/2015. A review of qt15-07-0037 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k059b shows 01 additional complaint(s) related to the failure in this investigation. This complaint is pr 1818025 conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
The clip and rod that unlocks and locks the handle in place fell off the hand piece while making cuts. The small rod fell and was found on the leg holder. Surgeon tried to reassemble clip intraoperatively but was unable to do so and could not adjust the handle on the hand piece for the rest of the case. Case type: tka. Surgical delay: 5 minutes.